Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. Reportedly the customer lost consciousness then was given "sugar shots" by paramedics and taken to the emergency room where she was subsequently hospitalized in the intensive care unit. The customer was treated intravenously with fluids of saline. Reportedly the customer was released from the hospital on (B)(6) 2023 with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.